Manufacturer narrative:
It was reported that non-compliant packaging was detected. A received photograph shows that the failure was detected on tyvek as a perforation / hole. Product was not used for treatment. No harm to any person has been reported. Further, it was also reported that the ifus were placed on the tyvek instead of the sides of the tray. The production history records (dhrs) of the affected be-mecc 101403 with lot# 3000321352 was reviewed on 2024-04-16. According to the DHR results, the product be-mecc 101403 passed the defined manufacturing and final release specifications. Further, qh 2023.02 has been initiated for the product ¿be-mecc 101403 / 701075208, v04¿. CAPA has been initiated for the reported failure ¿hole at tyvek / tyvek perforated¿ and for the reported product ¿be-mecc 101403 / 701075208¿. The root cause analysis and further actions to determine corrective measures for the failure will be performed within the CAPA. All further steps will be performed in accordance to the CAPA. Based on the results, and provided photographical evidence, the reported failure "hole (perforation) at tyvek" could be confirmed. According to the received information, it was also reported that ifus were on the tyvek. According to the bop 9201240, v05, the ifus must not be placed on the tyvek. Therefore, production employees were re-trained on bop 9201240, v05 on 2024-04-18. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that non-compliant packaging was detected. A received photograph shows that the failure was detected on tyvek as a perforation / hole. The product was not used on patient. No harm to any person was reported. Complaint # (B)(4).